Event description:
According to a letter received by the pt's cardiologist, this valve was explanted due to endocarditis and "severe" mitral regurgitation. It was noted the pt had prior admissions for mitral valve replacement and endocarditis. Upon admission for this explant, the pt presented with fever, mitral regurgitation and possible endocarditis. Vacomycin was administered, although blood cultures remained negative. At explant, there was no evidence of endocarditis and a sjm 27mj-501, was then implanted. Vancomycin was continued postoperatively; however, drainage from the sternal wound cultured positive for coagulase negative staphylococcus. Due to "IV problems", the pt was switched to minocyclin which was continued for 2 weeks following discharged.